Event description:
Baxter affiliate contacted corporate product surveillance regarding a leak from the connection between the yume set and a solution bag resulting in a system error 2240 alarm. Per baxter affiliate, it is unknown at what point in therapy the leak was noticed, or whether the pt continued therapy using the leaking supplies. No pt injury or medical intervention was associated with this incident, per baxter affiliate.

Manufacturer narrative:
Baxter affiliate's product analysis laboratory obtained the yume set with two single bags. An air leak test was performed at 8psi underwater for 10 seconds. No leakage was observed. No abnormality was confirmed on the submitted samples. This complaint could not be confirmed in the laboratory.